Event description:
The customer reported receiving a reading on his freestyle meter of 226 mg/dl at 8:00pm on (B)(6) 2011. The customer further reported he obtained a an interstitial fluid (isf) reading of 130 mg/dl at 8:00pm on his dexcom continuous glucose monitor, and that "he used the reading of 226 mg/dl from his freestyle meter to calibrate his dexcom" cgm. The customer stated "he feels his freestyle lite meter is reading higher than he really is because he had a low reaction (B)(6)." The customer explained "he religiously uses his fs lite meter to calibrate his continuous glucometer twice a day". The customer reported he experienced a seizure and loss of consciousness at approximately 2:30am on (B)(6) 2011 and self-treated with (B)(6). No third party medical intervention was reported. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings was found in meter memory. (B)(4)

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.